Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not stay on the vessel and fell off. There was some tissue damaged but unknown what the damage was or how the damaged tissue was repaired. Unknown how the clips were retrieved. Another device was used to complete the case with no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what type of tissue damage and how was the tissue damaged repaired? There was no tear in the tissue and it is unknown which vessel they were on when the incident occurred, there was no need for repair. How were the clips retrieved from the patient? The clip that fell into the patient was removed by the graspers.